Event description:
This (B)(6) male patient with a history of known coronary artery disease, previous pci with cypher drug-eluting stents in the lad ((B)(6) 2006) and large obtuse marginal branch ((B)(6) 2006 and re-do in (B)(6) 2007, details unknown), hypertension, dislipidemia, reflux, obstructive sleep apnea (non-compliant with CPAP), and a family history of coronary artery disease was admitted for cardiac evaluation prior to having extensive spinal surgery. A nuclear stress test in (B)(6) 2010 revealed 1mm st depression in v2 with exercise and a large anterolateral reversible defect suggesting coronary ischemia. The patient was admitted for coronary angiography which revealed a normal left main artery, 20-50% diffuse disease in the proximal and mid lad, a widely patent cypher stent in the distal lad, an 80% occlusion at the ostium of the first diagonal branch, and a subtotal occlusion of the stent in the om1 with the distal om1 being supplied via collaterals from the right. The right coronary artery (dominant) was widely patent. The ejection fraction was noted to be 50%. The patient was taken for triple-vessel coronary artery bypass grafting (CABG): lima to the first diagonal branch, svg to the distal lad and svg to the first obtuse marginal branch. The patient was discharged six days later in stable condition.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the patient's medical history that may have contributed to the reported event. This is one of two reports submitted for related events in the same patient. Please reference MFR report #s: 3003742446-2010-00105 and 3003742446-2010-00126.